Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customers reported via phone call that they experienced high blood glucose readings of 470 mg/dl and have treated with a manual injection. It was noted that the customer had a no delivery alarm that was resolved by a complete set change. Customer declined troubleshooting. Device is not being returned for analysis.